Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva tpn bag leaked from the middle port at the tubing spike. This occurred in the pharmacy before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection, solution was observed leaking inside the zip lock bag; however, no obvious defect could be easily identified. Functional testing was performed and a leak was observed at the spike port cap. The reported condition was verified. The cause of the condition was determined to be a supplier manufacturing issue; inadequate or lack of cyclohexanone being applied to the spike port cap when it was inserted to the spike port tubing during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.